Event description:
It was reported that the patient presented during follow-up in clinic within the past 6 months. Upon interrogation, the right atrial lead exhibited poor sensing and elevated capture threshold leading to loss of capture. The physician then capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.